Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one endeavour resolute drug eluting stent to treat a severely tortuous and calcified lesion located in the mid right coronary artery, exhibiting 98% stenosis. There were no abnormalities reported in relation to anatomy. The device was inspected with no issues identified. The lesion was pre-dilated. It was reported that the stent deformation occurred in-vivo during positioning. Guide wire was used to push the device back. Patient status post-procedure is alive with no injury. Endeavour resolute is not marketed in the us but is similar to resolute integrity

Manufacturer narrative:
Resistance was noted while advancing the device to the lesion. Excessive force was possible. The device did pass through a previously-deployed stent. The guide wire was moved and severe calcification of the lesion caused the stent deformation. If information is provided in the future, a supplemental report will be issued.